Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Lot number unknown / not provided. Fax number unknown / not provided. Device still in use.

Event description:
Doctor reported screw loosening in tooth site #30. Patient just noticed that there was some slight movement in the restoration and has not been injured.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D10: tsvwb10, impl tapered scr-v sbm 4. 7mm 4.5mm 10mm, lot# unknown was added. D10: therapy date unknown was added. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: component code was added: 4755. H6: type of investigation code was added: 4109, 4110, 4111 and 4114.. H6: investigation findings code was added: 213. H6: conclusions code was added: 67 and 4315. H10: narrative/data was updated. The product was not returned. Therefore, the reported event could not be verified. Based on the evaluation, device malfunction could not be verified. Additionally, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported events. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR review could not be performed since the lot number was not provided. A complaint history review by item number was conducted for the mhlas dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: loosening). Functional testing could not be performed since the product was not returned. Therefore, the reported event could not be recreated. Based on the investigation, risk review and IFU, the most likely cause determined from the investigation is failure to torque screw to specification / incorrect seating of abutment or parafunctional habits of the patient. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.